Manufacturer narrative:
Additional information was received that the issue was for failure of power to the ventilator not a failure of the display only. A failure of the unit to power on is not a reportable malfunction. The reported complaint will be noted during preuse testing, as contained in the user manual. Per the case, unit would not turn on, preventing use of the device.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.